Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(6), implanted: (B)(6) 2012, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-9, lot # n322642, implanted: (B)(6) 2012, product type accessory; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type pump; product ID 8709, serial # (B)(6), implanted: (B)(6) 2012, product type catheter; product ID 8709, serial # (B)(6), implanted: (B)(6) 2012, product type catheter; product ID 8590-9, lot # n322642, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that in (B)(6) 2013 the patient¿s pain was not controlled. It was later reported that the device system delivered dilaudid, bupivacaine, baclofen and clonidine at the time of the event. A catheter dye study was done on (B)(6) 2013 which revealed a catheter kink and occlusion and fibrosis at the catheter tip. The catheter was subsequently revised on (B)(6) 2013. As of (B)(6) 2013, the patient reported improved pain relief. No further information was provided.